Manufacturer narrative:
These instruments break upon heavy squeezing of handle and should not. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
These instruments break upon heavy squeezing of handle and should not.